Event description:
It was reported by service report that the corners of the footboard were cracked with sharp edges and areas where fluid could ingress. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Result: footboard.